Manufacturer narrative:
The customer reported that the display screen on the central nurse's station (cns) stopped displaying data and then the system rebooted without prompting. Troubleshooting involved unplugging one of the screens and relaunching the cns application, at which time a "network service disconnect error" message appeared. They checked all the connections and rebooted the cns, but this did not resolve the issue. They plugged the second screen back in and the screen position was correct but the error message remained. The customer is going to check on the hospital infrastructure to verify that the network connection is good. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the display screen on the central nurse's station (cns) stopped displaying data and then the system rebooted without prompting.

Event description:
The customer reported that the display screen on the central nurse's station (cns) stopped displaying data and then the system rebooted without prompting.

Manufacturer narrative:
Details of complaint: on february 22, 2018 the customer called in to report that one of the cns screens was lost (no display) and that the cns seemed to reboot without prompting. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: troubleshooting notes: "first, unplugged one of the screens so that there is only one display. Once we did that, the desktop icons came up so we attempted to launch the cns application. During launch, a "network service disconnect error" came up. We checked all the connections on the kvm and cns and rebooted the cns, same result. Plugged the secondary screen back in and got the screens to at least be in the correct position. We then switched ports on the patch panel and launched the app again, same result. The connections past the patch panel are all hospital infrastructure so jack is going to reach out to his it dept to see if they can help get the network connection back. Once the network connection is good, we can make sure the screens work the way they were supposed to." Attempts were made to follow up with customer were unsuccessful. Device was not returned to nk for evaluation. Device was put into service on 1/29/2017. Warranty expired 1/29/2019. There are two additional tickets created for this device: (B)(4) created on 4/29/2018, after the rebooting issue in question. Under ticket (B)(4), the issue was that device could not boot into monitoring software. Thus, it is unrelated to the rebooting issue. Since the rebooting issue was not noted in ticket (B)(4), the rebooting issue appeared to have been resolved. Though, no information is available. (B)(4) create on 12/12/2017. Under ticket (B)(4), the issue was customer was unable to print ECG strips. Thus, it is unrelated to the rebooting issue. Due to the lack of information available, the root cause for device rebooting could not be determined. Update 10/7/2019: in addition to the above trending, one additional ticket was created on 5/3/2019 regarding "false alarms". This issue was related to clinical settings, rather than blank display. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects.

Manufacturer narrative:
Additional information: type of report, 8030229-2018-00085-1 type of report, if follow-up, what type (correction or additional or both), even problem and evaluation codes. Corrected data: manufacture narrative: details of complaint: on (B)(6) 2018 the customer called in to report that one of the cns screens was lost (no display) and that the cns seemed to reboot without prompting. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: troubleshooting notes: "first, unplugged one of the screens so that there is only one display. Once we did that, the desktop icons came up so we attempted to launch the cns application. During launch, a "network service disconnect error" came up. We checked all the connections on the kvm and cns and rebooted the cns, same result. Plugged the secondary screen back in and got the screens to at least be in the correct position. We then switched ports on the patch panel and launched the app again, same result. The connections past the patch panel are all hospital infrastructure so jack is going to reach out to his it dept to see if they can help get the network connection back. Once the network connection is good, we can make sure the screens work the way they were supposed to." Attempts were made to follow up with customer were unsuccessful. Device was not returned to nk for evaluation. Device was put into service on (B)(6) 2017. Warranty expired (B)(6) 2019. There are two additional tickets created for this device: 27677 - created on (B)(6) 2018, after the rebooting issue in question. Under ticket 27677, the issue was that device could not boot into monitoring software. Thus, it is unrelated to the rebooting issue. Since the rebooting issue was not noted in ticket 27677, the rebooting issue appeared to have been resolved. Though, no information is available. 17342 - create on (B)(6) 2017. Under ticket 17342, the issue was customer was unable to print ECG strips. Thus, it is unrelated to the rebooting issue. Due to the lack of information available, the root cause for device rebooting could not be determined.